Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no medical intervention, and no adverse consequences reported. The user facility was not able to provide any further information regarding a procedural delay.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no medical intervention, and no adverse consequences reported. The user facility was not able to provide any further information regarding a procedural delay.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the rotor assembly was affected by a substance/debris.